Manufacturer narrative:
Product complaint # ==> (B)(4). Additional information was requested and the following was obtained: please cancel this product complaint. Surgeon does not believe this is due to our product. The device was not absorbed at 8 weeks post-op, however this was not the cause of the re-operation.

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Did the physician remove excess product after bleeding stopped? What is the physicians opinion on the factors contributing to the event? Does the physician believe that there is any ethicon deficiency? Initial procedure date? Patient pre-existing conditions? Patient demographics: ID/ initials; age or dob; bmi?

Event description:
It was reported that a patient underwent a breast mastectomy procedure on an unknown date absorbable hemostat device was used to control bleeding. Eight weeks, post op, the patient returned to the doctor, complaining of a low grade fever and raised swelling at the incision site. The doctor reoperated and found black pieces of the absorbable hemostat in the wound that had not reabsorbed. The doctor removed the product, irrigated and closed the wound. The patient was released and is fine. Additional information has been requested.